Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawer 2.1 and 2.2 was not detected on bus. A field service engineer (fse) found no lights on pyxis module controller (pmc) board. Fse removed and replaced both drawer boards, pmc board, and both retractor bands. Fse tested on hardware test application (hta) and it passed. Field service preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was down. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.